Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported for incomplete coaptation (intraprocedure). Tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the available information, the reported incomplete coaptation (slda) and poor image resolution appear to be due to challenging patient anatomy. The reported tissue injury (chordal rupture) appears to be a cascading event of the slda. The reported unexpected medical intervention (additional mitraclip, same procedure) is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed for single leaflet device attachment (slda) with chordal rupture. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) of grade 4. The patient anatomy included thick leaflets and leaflet prolapse. Some visualization issues were noted, due to the patient anatomy. The mitraclip was implanted; however, after clip deployment, a single leaflet device attachment (slda) occurred, with the clip detaching from the posterior leaflet. Chordal rupture was noted. A second clip was implanted to stabilize the detached clip. The mr was reduced to grade 2-3. No additional information was provided.